Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation was breached by stylet/guidewire. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation was breached by stylet/guidewire. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet partially inserted in the lead with the helix fully extended. A stylet perforated through the distal lumen and inner and outer insulation at 3.5 cm. The outer insulation was cut at 3 cm. Stylet insertion test could not be performed due to a stylet stuck in the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation the low voltage lead the stylet passed through the lead insulation (from the lumen to the outer insulation layer). The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.